Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during a transfemoral procedure of a 29 mm sapien 3 valve, difficulty was encountered during valve deployment with the delivery system. The valve was unable to be deployed as a result of a delivery system leakage. The delivery system was withdrawn from the patient and the valve was not implanted. The patient was in stable condition. As per pre-decontamination observations, leakage of the delivery system was observed.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a slight kink on the balloon shaft under the strain relief (possibly due to return device packaging) was observed, the valve was returned on the proximal end of the delivery system inflation balloon at the distal end of the valve from the distal nose tip, proximal valve struts appeared slightly flared, balloon shaft kink located proximal to the double pad print, and slight flex tip gouges. After visual inspection of the returned device, an attempt was made to inflate the delivery system inflation balloon, during inflation, a leak was noted from the handle. As delivery system leakage from the handle is indicative of a potential balloon shaft separation/damage, no further functional testing was able to be performed. The device was disassembled and a balloon shaft separation was observed proximal to the metal stop sleeve. Material separation and stretching were also noted just proximal to the metal stop sleeve. Dimensional testing was performed on all components that could interact during the valve alignment function or contribute to the noted leak. No other abnormalities observed. No IFU/training deficiencies were identified. A review of complaint history from may 2015 to (B)(6) 2016 revealed other returned complaints confirmed for commander delivery systems leakage for balloon shaft separation (all sizes). In addition, a review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceed the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage the complaint for delivery system leakage was confirmed. Per report, the aorta from the patient was very tortuous and due to the tortuosity the valve alignment was difficult. During the pulling movement the valve ¿ruck¿ up on the distal end of the balloon and therefore they couldn't implant the valve and pulled back the valve into the sheath. Furthermore, material separation and stretching was noted at the proximal stop sleeve bond. These complaint event details and observations indicate that the separation may have occurred during alignment of the valve while the device was being handled/manipulated. Balloon shaft fracture may result in a gross leak in the delivery system and potentially the inability to finalize valve alignment. The following design/procedural factors may also have contributed to the delivery system/balloon shaft being susceptible to this failure: balloon shaft component: the tubing to metal stop sleeve bond is not bend resistant. Bending of balloon shaft at the proximal stop sleeve at 20 degrees or more can break the joint. Bending is considered plausible during clinical use. Clinical usage scenario: user is inadvertently pulling the balloon shaft past the white marker and bending the balloon shaft in during gross valve alignment. Bending while the white marker is visible stresses this same bond. Balloon shaft component: the balloon shaft o.d. Was confirmed on previous returned complaint devices to be above specification. This resulted in an interference issue that required additional effort to overcome the interference in order to complete gross alignment. Due to the severity associated with balloon shaft fracture and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Manufacturing mitigation has been implemented to inspect the balloon shafts 100% so this interference issue is now unlikely to occur.